Event description:
It was reported that during a lead revision procedure on (B)(6) 2021 (manufacturer report number:1627487-2021-13756) the new lead was bent during the procedure and would not advance through the canal. Hence, the physician chose to abandon the lead revision procedure.

Manufacturer narrative:
An abandoned procedure due to a bent lead was reported to abbott. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the reported issue was unable to be conclusively determined.